Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure related to the remote alarm connector was observed. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that experienced an issue related to the remote alarm connector. The manufacturer previously reported that the issue of the remote alarm connector was addressed by replacing the interface board. The interface board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the interface board failure was found to be caused by broken leads on connector (j2) consistent with mishandling.